Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and is pending evaluation. Results are expected soon.

Event description:
It was reported via medwatch "bard PICC line used and guidewire sheared off inside the patient's vasculature. Approximately 49mm has no migrated to her pulmonary artery." Additional information received 3/15/2024: it was reported by the customer "cxr and CT scan of chest performed. Patient referred to surgeon but he said it was too far and "unretrievable. No erythema or embolism reported."

Manufacturer narrative:
Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a broken wire was confirmed but the cause is unknown. Two chest radiographs were returned for evaluation of this complaint. Both radiographs contained a left sided aicd with two leads and a right sided PICC. The first image was labeled with the date 02/05/2024. The wire appeared to still be in the PICC at this time and there appeared to be a potential tiny gap in the metal just below the aicd wires. The second image was labeled with the date 02/08/2024. A wire fragment was seen in the right lower pulmonary arteries. A red circle had been drawn on this radiograph, circling the wire fragment. The length of metal in the chest on this radiograph may be projectionally foreshortened without a lateral radiograph but it appears smaller than the length seen beyond the gap in the metal on the prior chest radiograph. Although the presence of a break in the wire could be confirmed from the radiographic images, the images did not contain enough information identify a specific root cause. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported via medwatch "bard PICC line used and guidewire sheared off inside the patient's vasculature. Approximately 49mm has no migrated to her pulmonary artery." Additional information received 3/15/2024: it was reported by the customer "cxr and CT scan of chest performed. Patient referred to surgeon but he said it was too far and "unretrievable. No erythema or embolism reported."